Manufacturer narrative:
The pump was received with case cracked behind pump near battery compartment, case cracked behind pump at corner of belt clips rails, broken battery tube threads and a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had liquid in reservoir compartment. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.